Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-7404. It was reported the ipg was unable to be placed into MRI mode due to low impedances. The patient underwent surgical intervention (date unknown) where the entire scs system was explanted. No abbott representative was present at the procedure.